Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited an unknown product deficiency. There is no known intervention as of this time. This device remains in service. No adverse patient effects were reported.